Event description:
It was reported that "upon insertion of lag screw distal end stripped out. Able to remove and replace with a shorter lag screw."

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.